Event description:
The patient was not receiving pain relief. A pump study was attempted on (B) (6) 2010, but they were unable to obtain csf. Interrogation of the pump revealed a very high concentration of morphine at a high dose per day. The catheter, including the spinal portion, was replaced. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).